Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have allegedly leaked white powder. Replacement equipment was sent, and no reports of patient injury are associated with the event.